Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitoring network quick look report was displaying the wrong lead impedance value. The report was displaying an out of range open circuit impedance when the actual lead impendence is in range and ok. Diagnostic interpretation was provided to the caller and advised that the report was displaying the wrong value and there were no issues with the lead. This network report issue is being tracked for further investigation. No patient complications have been reported as a result of this event.